Event description:
The nurse reported that the central nurse's station (cns) froze while monitoring patients. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer stated that this central nurse's station (cns) froze. At the time of call, the cns's time was one minute off and not changing, confirming the device was frozen. The cns was being used to monitor patients at the time of the incident. The customer located the device underneath the desk and noted significant dust blocking the air vent. The customer was advised to clean device of dust and debris. Service requested / performed: troubleshooting. Investigation summary: the device was not sent to nka for evaluation. It is not known if the customer follows the manufacturer recommended maintenance schedule. From the operator's manual, daily and regular inspection should be performed to ensure the device is clean and free of dirt, rust, or damage. Based on service history and trending data from the risk assessment section above, this does not represent a trend. The root cause is attributable to dirt collecting in the device as observed by customer. The overall risk assessment is medium. The following fields contain no information (ni), as attempts to obtain information were made, but not provided.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) froze while monitoring patients. At the time of call, the cns's time was one minute off. Upon rebooting, the cns was running slow. The customer observed significant dust blocking the air vents of the hardware tower. Nk ts advised that the device be thoroughly cleaned to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) froze while monitoring patients. No patient harm was reported.